Event description:
It was reported that during a hiatal hernia procedure, the device stopped working, showing handpiece error. It was not reported how the case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount and was tested on a generator and gave a solid tone. The hand piece was disassembled and a torn acoustic isolator was found. Due to this condition, it may lead for an error code 3 to occur. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.